Event description:
During field service installation of the device, the field service representative reported that the battery charge rate remained at 0 after plugging the unit into the wall outlet. Since the event occurred during field service installation, there was no patient involvement during this event.